Manufacturer narrative:
At the visit on the site the field service engineer (fse) checked the gas system. The laser meets specification the root cause could not be determined conclusively. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the (B)(4) 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an error message halfway through refractive treatment. The surgery was stopped as the condition was unknown and a new surgery was programmed. Additional information received; an error message indicating the completion percentage of the premix bullet and a high voltage message occurred in the middle of the treatment.